Event description:
A medtronic representative reported that during a cranial resection procedure, the surgeon bumped the navigation system arm and felt the arm move. The site confirmed that even though the knob was as tight as it would go, there was still some movement in the arm. The site was able to undrape, replace the arm with a known good arm, and re-register the patient. The surgeon completed the procedure with the use of the navigation system. This cause a delay of approximately 17 minutes to the procedure. There was no impact on patient outcome.

Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). Replacement device shipped to site on (B)(4) 2014 for issue resolution. Medtronic investigation of returned suspect device finds that the arm fails the vertical pull test at 9 pounds. The ball joint on the star burst end moves. The arm will not tighten. Anodization is considerably lighter from repeat sterilization. There are several nicks and gouges indicative of repetitive use. This device was in the field for approximately 2 years prior to failure. The reported event was confirmed to be caused by a wear-related failure mode.